Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 427 mg/dl. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue and there were no permanent damages identified. The customer was released from the ER later that day. System check was performed by tandem technical support and the pump is functioning as intended.